Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pen doesn't work. The customer can only do 3 units at a time and has to manually log it. The customer also reported the loss of communication between intent and mobile devices. Blood glucose value at the time of the event was unknown. Troubleshooting was performed latter troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Serial number: (B)(6). Software version: n/a color: pink battery life remaining: n/a user model device: samsung galaxy, android 11 first bond date: (B)(6), 2022, initial battery %: 82 last bond date: (B)(6), 2022 last battery %: 86 customer reports: screw no longer turns past 3.5 units. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Hard to dial more than 3.5 units. Unable to perform functional test. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen does not transmit to manufacturing app. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis, destructive testing showed that difficult dialing was caused by a pattern wheel misalignment due to an encoder base bond failure. Abrasions down the length of the dose nut. This can affect insulin delivery. Broken encoder bond can cause the encoder to not make electrical connections therefore, missing a count or if there is a short or may cause inpen not paring. Therefore, the customer complaint of dose dial being difficult to dial/dose and inpen not paring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.